Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with .014¿ guidewire in the lumen of the sds. The stent was not returned with the device. The inner shaft was separated 14.5cm from the tip and from the handle. There were numerous kinks at the proximal end of the inner. The middle shaft was separated at the retainer. The outer shaft was buckled at the nose cone. The rack was detached from the handle. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial deployment of the stent, tip detachment, and stent fracture occurred, and catheter removal difficulties were encountered. The patient presented due to critical limb ischemia (cli). Vascular access was obtained via the left femoral artery through anterograde approach with a 6fr 10cm non-bsc introducer sheath. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa) below the knee. A non-bsc guide wire crossed the lesion by the support of a rubicon18 guide catheter. After that, the guide wire was exchanged with 3 non-bsc guidewires but it went into the subintimal, so a non-bsc micro catheter was used with the two non-bsc guide wires which crossed a chronic totally occluded (cto) lesion in the distal sfa. Pre-dilation was then performed with a 4x220 coyote balloon catheter. Since vessel dissection occurred due to tracking of the subintimal, a 6 x 180 x 75 innova¿ stent was attempted to be deployed. The thumb wheel was rotated at a maximum and the stent was deployed at about 120mm. However, the physician mistakenly pushed the pull-grip into the handle of the device. The physician attempted to pull the pull grip but failed despite multiple attempts. When the physician pulled the pull grip forcibly, the handle was also pulled resulting to stretching and expansion of the innova¿ stent. The stent was partially deployed in the sheath, and a part of the inner sheath and the distal tip detached. Additionally, the handle part and the pull grip were separated. The physician attempted to withdraw the stent delivery system (sds) through the sheath but failed due to the stretched stent. During maneuvers of the sds, the partially deployed stent separated into two parts, in the vessel and in the sds. The tip moved together when the sheath was pushed/pulled. Subsequently, a non-bsc guide wire was inserted near the tip and inner sheath to catch the tip. The stent in the sds, the distal tip, and the sheath were removed from the patient as one unit; however, the fractured stent remained between the common femoral artery (cfa) and fat tissue of the skin. The introducer sheath was inserted again and the fractured stent was attempted to be apposed to the vessel wall; however, the wire could not cross distally due to the stretched stent. The wire went through some struts and delivery of a new stent was disabled. Attempts to resolve the issue using a catheter was stopped. A surgery to remove the remaining stent and femoral-popliteal (fp) bypass replacement procedure were then performed and the procedure was completed. No further patient complications were reported and the patient was monitored.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.   (B)(4)

Event description:
It was reported that partial deployment of the stent, tip detachment, and stent fracture occurred, and catheter removal difficulties were encountered. The patient presented due to critical limb ischemia (cli). Vascular access was obtained via the left femoral artery through anterograde approach with a 6fr 10cm non-bsc introducer sheath. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa) below the knee. A non-bsc guide wire crossed the lesion by the support of a rubicon18 guide catheter. After that, the guide wire was exchanged with 3 non-bsc guidewires but it went into the subintimal, so a non-bsc micro catheter was used with the two non-bsc guide wires which crossed a chronic totally occluded (cto) lesion in the distal sfa. Pre-dilation was then performed with a 4x220 coyote balloon catheter. Since vessel dissection occurred due to tracking of the subintimal, a 6 x 180 x 75 innova stent was attempted to be deployed. The thumb wheel was rotated at a maximum and the stent was deployed at about 120mm. However, the physician mistakenly pushed the pull-grip into the handle of the device. The physician attempted to pull the pull grip but failed despite multiple attempts. When the physician pulled the pull grip forcibly, the handle was also pulled resulting to stretching and expansion of the innova&#10259;tent. The stent was partially deployed in the sheath, and a part of the inner sheath and the distal tip detached. Additionally, the handle part and the pull grip were separated. The physician attempted to withdraw the stent delivery system (sds) through the sheath but failed due to the stretched stent. During maneuvers of the sds, the partially deployed stent separated into two parts, in the vessel and in the sds. The tip moved together when the sheath was pushed/pulled. Subsequently, a non-bsc guide wire was inserted near the tip and inner sheath to catch the tip. The stent in the sds, the distal tip, and the sheath were removed from the patient as one unit; however, the fractured stent remained between the common femoral artery (cfa) and fat tissue of the skin. The introducer sheath was inserted again and the fractured stent was attempted to be apposed to the vessel wall; however, the wire could not cross distally due to the stretched stent. The wire went through some struts and delivery of a new stent was disabled. Attempts to resolve the issue using a catheter was stopped. A surgery to remove the remaining stent and femoral-popliteal (fp) bypass replacement procedure were then performed and the procedure was completed. No further patient complications were reported and the patient was monitored.